Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient reported pain at the neurostimulator site, and there were indications of a fractured, damaged, or broken lead. Additionally, the patient experienced shocks and burning sensations at ins site when the device was in use, which was associated with the ins heating. High impedance was noted, with a value of 40,000. Troubleshooting steps included reprogramming off of high impedance on electrode 4 and addressing the shock issue by reprogramming the internal device. The issue was resolved, and the devices remain implanted and in service. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep clarified no lead fracture/damage/break was observed, there were only high impedances noted.